Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from sorc, omsc surmised that these phenomena were attributed to contact failure of the video connector socket, which was caused by corrosion of the electrical contacts of the video connector socket and malfunction of the lock mechanism of the video connector socket. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the endoscopic image of the subject device was distorted and blacked out due to a malfunction of the lock mechanism of the video connector socket and corrosion of the electrical contacts inside the video connector socket. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that when the camera head was connected to the subject device and the base of the video connector socket was slightly moved to the left and right, vertical noise (green, blue, and yellow on a white background) appeared on the endoscopic image of the subject device and the endoscopic image became blackout. In addition, when the same camera head connected to another similar device, the image issue was not duplicated. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.